Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 28-year-old female patient who had essure (batch no. B30421), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included: endocervical squamous metaplasia, adenomyosis uteri, ovarian cyst, bleed in luteal cyst and cervical dysplasia. Previously administered products, included for to prevent pregnancy: ortho evra from 2009 to (B)(6) 2013. Concurrent conditions included: obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced hirsutism ("facial hair growth"), mood swings ("mood swings") and loss of libido ("loss of libido"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/headaches") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). On (B)(6) 2014, the patient experienced rash papular ("red bumps under arm") and dysgeusia ("metal taste"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnormal. Bleed"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), psychological trauma ("psych injury") and adenomyosis ("endometriosis of uterus"). And was found to have weight increased ("weight gain"). And hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, vaginal haemorrhage, dermatitis allergic, rash papular, headache, vaginal discharge, vulvovaginal mycotic infection, migraine, fatigue, alopecia, nausea, weight increased, hormone level abnormal, dysgeusia, hirsutism, mood swings, loss of libido, psychological trauma and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hirsutism, hormone level abnormal, intermenstrual bleeding, loss of libido, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash papular, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted, in date of insertion: (B)(6) 2013. Insertion procedure: there were 3 coils on both sides in the uterine cavity, after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, total bilateral occlusion. Pathology test: on (B)(6) 2021, cervix: squamous metaplasia, no evidence of definitive dysplasia. Endometrium: secretory phase endometrium. Myometrium: adenomyosis. Ovarian tissue: "left ovarian cyst", cystectomy: hemorrhagic corpus luteal cyst. Lot number#: b30421, manufacturing date: 2013-05, expiration date: 2016-05. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2021, quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included endocervical squamous metaplasia, adenomyosis uteri, ovarian cyst, bleed in luteal cyst and cervical dysplasia. Previously administered products included for to prevent pregnancy: ortho evra from 2009 to september 2013. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced hirsutism ("facial hair growth"), mood swings ("mood swings") and loss of libido ("loss of libido"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (other) describe: yeast"). In (B)(6) 2014, the patient experienced rash papular ("red bumps under arm") and dysgeusia ("metal taste"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage ("gen. Abnormal. Bleed"), dermatitis allergic ("allergy: rash/skin condition"), headache ("headaches"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), nausea ("nausea"), psychological trauma ("psych injury") and adenomyosis ("endometriosis of uterus") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, genital haemorrhage, vaginal haemorrhage, dermatitis allergic, rash papular, headache, vaginal discharge, vulvovaginal mycotic infection, migraine, fatigue, alopecia, nausea, weight increased, hormone level abnormal, dysgeusia, hirsutism, mood swings, loss of libido, psychological trauma and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, back pain, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hirsutism, hormone level abnormal, intermenstrual bleeding, loss of libido, migraine, mood swings, nausea, pelvic pain, psychological trauma, rash papular, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 and (B)(6) 2013. Insertion procedure: there were 3 coils on both sides in the uterine cavity after removal of the insertion device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2021: cervix: squamous metaplasia; no evidence of definitive dysplasia. Endometrium: secretory phase endometrium. Myometrium: adenomyosis . Ovarian tissue, "left ovarian cyst", cystectomy: hemorrhagic corpus luteal cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, patient middle name, medical history, product removal details, event: endometriosis of uterus added. Removal surgery added for event: pelvic pain. Case become serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.